Manufacturer narrative:
(B)(4). Date sent: 12/20/2023. D4: batch # unk. Investigation summary . The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil slightly bent upwards and no reload present. In addition, a tyvek and battery pack were received along with the device. The device was returned with a non-working firing mechanism. In addition, the device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the spring firing trigger is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. The condition of damage anvil is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 555c21, and no non-conformances were identified.

Event description:
It was reported that during an open pancreatic resection, after the 1st firing, an attached screw fell onto the patient's belly. It could be an internal part of the echelon. The spring itself was not deformed, and there was nothing particularly different about how it was used. The spring was retrieved, and the device was used as is. Although the firing knob was loose, it was still able to fire after the 2nd firing. There were no adverse consequences to the patient. No further information is available.